Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown drug for non-malignant pain. It was reported that the caller (hcp) stated that the patient was in for a refill and when they interrogated the pump it showed a motor stall had occurred on (B)(6) 2026 and exceeded 48 hours on (B)(6) 2026. The patient did not recall getting an magnetic resonance imaging (MRI). The caller did reinterrogate and saw that the pump did recover today (on (B)(6) 2026). The technical support services (tss) reviewed telemetry mode information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.